Manufacturer narrative:
UDI: (B)(4). Patient medications - metoprolol, meclizine, metformin, aspirin, ventolin, pravastatin, prilosec, lisinopril, amlodipine. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, a patient was undergoing treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that after successful deployment of a trunk-ipsilateral leg component, ballooning was performed using a qxmédical q50-65 stent graft balloon catheter to fully expand the endoprosthesis in the 24 mm proximal neck. During ballooning, the patient¿s proximal neck reportedly ruptured below the renal arteries. It was reported the inflation volume was within instructions for use, and the number of balloon inflations performed prior to rupture is reportedly unknown. It was reported the balloon was fully within the endoprosthesis during ballooning when the rupture occurred. It was further reported the balloon was difficult to visualize on angiography due to the amount of contrast injected at the time. According to the report, the proximal neck was calcified, and ballooning within the calcified neck reportedly caused the rupture. It was reported an aortic extender component was implanted for proximal extension up to the superior mesenteric artery, and then the patient was converted to open repair in order to perform a unilateral renal artery bypass. It was reported that during removal of the cross clamps from the aorta, the patient¿s condition declined and the patient expired during the procedure. It was reported that the death was caused by the patient's inability to maintain blood pressure once the supra-renal clamp was removed after the open aortic repair, which was reportedly associated with the patient's cardiac function and blood loss both during the endovascular and open repair.